Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 41622. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Battery compartment was damaged, uso (upstream occlusion) seal had contamination, dso (downstream occlusion) seal was degraded, and lcd screen was damaged. Functional testing was performed. Customer complaint of, "error 41622" was confirmed through pump power-up test. The most probable root cause was unknown. Dso, uso, and lcd were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.